Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown; st. Jude medical brk-1 xs transseptal needle, lot number unknown; st. Jude medical sl0 8fr sheath, lot number unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Near the end of the procedure, a cardiac tamponade was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it may have occurred during transseptal puncture or as a result of a contact force value of 80 grams while ablating the left atrial roof. It was noted that the adverse event was not related to any bwi product malfunction. Transseptal puncture was performed with a st. Jude medical brk-1 xs curve transseptal needle. Sheath in use was a st. Jude medical sl0 8 french. Generator parameters at the time of injury included power control mode with temperature cut-off of 40 degrees celsius. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 8 ml/min. There is no information regarding anticoagulation during the procedure. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.